Event description:
It was reported the extension line was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened hemodialysis kit containing a connection assembly, dilator, catheter body, and swg assembly for evaluation. Initial visual inspection of the connection assembly did not reveal any defects or anomalies. The connection assembly was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." Both lumens were flushed with a water filled lab inventory syringe. No leaks or blocks were detected in the connection assembly. The catheter was completely assembled with a lab inventory connector fitting and the returned catheter body. The assembly was leak tested per (B)(4) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-(B)(4) annex c." Both luer hubs of the catheter were connected to the leak tester and pressurized to 300kpa while the distal end of the catheter was occluded. 30 seconds passed with no leaks detected. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not use sharp instruments near extension lines or catheter lumen." The complaint of an extension line leaking was not able to be confirmed based on the sample returned. The sample did not have any defects or anomalies and passed all relevant functional testing. A device history record review was performed, and no relevant findings were identified. Based on the sample returned, no problem was identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the extension line was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.